Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 300 mg/dl. The customer stated that the device was being against her body when sweats. Customer stated it looked like a window is foggy and it is wright at the edges of the screen. Customer reported that there is fluid under the lcd display. The customer stated there might be a crack near the parameter of the screen in the corner. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.